Manufacturer narrative:
Corrected data: b1, h6.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® volite¿ in the cheek and neck. The patient developed some bleeding due to the sharp needle. Immediately after the injection, the patient developed a bump at the injection site, so molding was performed on the follow-up visits for observation there was hyaluronidase applied to dissolve the lump on the neck. Erythema was observed on the right cheek. The hcp stated that the lump on the neck may dissolve with the use of hyaluronic acid. There was no change on the surface of the right cheek, and no embolism. The erythema on the right cheek persists while the lump in the neck has disappeared being dissolved by hyaluronidase.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® volite¿ in the cheek and neck. The patient developed some bleeding due to the sharp needle. Immediately after the injection, the patient developed a bump at the injection site, so molding was performed on the follow-up visits for observation there was hyaluronidase applied to dissolve the lump on the neck. Erythema was observed on the right cheek. The hcp stated that the lump on the neck may dissolve with the use of hyaluronic acid. There was no change on the surface of the right cheek, and no embolism. The erythema on the right cheek persists while the lump in the neck has disappeared being dissolved by hyaluronidase.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.